Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the system in conjunction with a g7 cgm that displayed large fluctuations, including a reported highest glucose of 531 mg/dl and time above range for approximately 6¿7 hours, with cause unclear; the user¿s backup glucometer was reportedly inaccurate, and the user planned to replace the cgm sensor. Symptoms included no acute clinical effects. Outcomes included no medical intervention and no additional assistance. Investigation included complaint review, user interview, and troubleshooting and education. Investigation of this case revealed that the cause of the hyperglycemia was unclear and that cgm accuracy could not be confirmed with a fingerstick due to an unreliable meter. It was concluded that the event was user-reported hyperglycemia with an undetermined root cause and no device failure confirmed.